Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic ent representative reported that, while in a functional endoscopic sinus surgery (fess) the navigation system software unexpectedly exited from navigate and returned to registration screen, this occurred two times, an hour apart. The surgeon opted not to re-register the patient as navigation was not required to continue the procedure to completion. There was no impact on patient outcome.